Event description:
The customer reported that while the unit was in use on a patient, the unit generated an "electrical test failure code # 52" and "electrical test failure code # 117" and then the unit shutdown. The patient was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative observed the reported electrical test failure codes #52 and #117. The company representative replaced the front end board. The unit was tested to factory specification. It functioned normally and was returned to the customer.